Event description:
The intention of this product is to fill it up with either contrast or saline to inject into a patient. The product failed to disconnect from the supplied luer lock spike that comes in the set. The male portion of the syringe got twisted into the luer lock of the spike causing the spike to stay attached even when the spike was attempted to be removed. Manufacturer response for medrad syringe, medrad stellant syringe set scd-ctp-scs (per site reporter): the manufacturer wants will be sending me an envelope to ship the syringes to them.